Event description:
Customer called into customer svc to report discomfort / soreness when they thought it may have come from the milk backing up into the tubing. She can only single pump since her breast is sore.

Manufacturer narrative:
Customer svc sent replacement parts to the customer. Attempts to f/u with the customer to get additional complaint info, including medical treatment received, if any were unsuccessful and are ongoing. A medela clinician also tried to reach the customer or confirm treatment for mastitis but was unsuccessful. Mastitis is usually a benign, self-limiting infection, with few consequences for the sucking infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)". The breastshield connectors were returned by the customer on (B)(4) 2013 for testing / analysis. The eval has not yet been performed to date. Should additional info be received, resulting in new, changed, or corrected info, a f/u report will be filed.